Event description:
The customer reported to beckman coulter (bec) that while troubleshooting ambient temperature and lyse errors, a leak of clenz was discovered on the coulter hmx hematology analyzer with autoloader. The volume of the leak was reported as 3 to 4 cc and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, glasses and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient samples were not affected by this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a tear in the tubing passing through pinch valve (pv37). The leak from the pv37 damaged the mix motor drive on the instrument. The peltier system was verified to be working properly. The fse replaced the mix motor drive on the instrument to resolve the ambient temperature and lyse errors. The tubing was replaced at pv37 to resolve the leak. Failure mode of the leak was related to a tear in tubing at pv37. The leak from pv37 damaged the mix motor drive. (B)(4).